Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. While advancing the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the valve became dislodged. It could not be flushed or removed. The event occurred before the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was introduced into the body. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was flushed with no resolution. There was no damage/deformation of the dilator noted. The sheath was replaced and the issue resolved. There was no patient consequence reported. This event was assessed as reportable for the hemostatic valve separation.

Manufacturer narrative:
Initially the event reported was a hemostatic valve separation. The biosense webster inc. Product analysis lab received the device for evaluation on 12/19/2019. The device was inspected and it was found with crack on the brim cap in two places. Adhesive on the hub. The hemostatic valve was detached inside of the translucent hub. After further inspection on 12/20/2019, the hemostatic valve was observed pushed inside the luer hub. Also, the brim cap was found cracked but not detached. Upon request, additional clarification was received on the event on 1/16/2020. The biosense webster inc. Field representative stated that the physician pulled the dilator out of the sheath and flushed it and the dilator. He then tried to introduce the dilator and encountered some resistance. The device was never dropped on the floor. After the procedure, the biosense webster inc. Field representative collected the device into the original box and stated they typically are very careful with deficient devices as they want to send them to be investigated. It is unlikely that the damage was caused when putting the box into the fedex shipment envelope. The most probable explanation was that the damage was caused when the physician was manipulating the dilator. However, there is no way of knowing what happened to it after the shipment. A strong argument can be made that the cracks in brim cap and the luer hub were caused during forcible insertion of the dilator that also dislodged the hemostatic valve. Therefore, the cracks in brim cap and the luer hub will be considered reportable and part of the same event. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. While advancing the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the valve became dislodged. It could not be flushed or removed. The event occurred before the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was introduced into the body. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was flushed with no resolution. There was no damage/deformation of the dilator noted. The sheath was replaced and the issue resolved. There was no patient consequence reported. Upon request, additional clarification was received on the event. The biosense webster inc. Field representative stated that the physician pulled the dilator out of the sheath and flushed it and the dilator. He then tried to introduce the dilator and encountered some resistance. The device was never dropped on the floor. After the procedure, the biosense webster inc. Field representative collected the device into the original box. The device was inspected, the hemostatic valve and friction ring were observed pushed inside the brim cap. In addition, the brim cap and luer hub were observed cracked. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint regarding the valve became loose inside the sheath was confirmed. The root cause of the valve dislodgement and the cracks observed on the brim cap and luer hub could be related to the handling and manipulation during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).